Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a volume of medication remaining inside (approximately 25 ml). The issue was observed during patient infusion. The expected infusion time was 48 hours. The device was filled with 4776mg 5-fluorouracil measured in a final volume of 240ml with 0.9% saline solution. The patient was instructed to stay in a cubicle to wait for the remaining medication to be infused. The device was monitored to verify the decrease in the reservoir; the remaining medication to be infused showed very little decrease. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured between november 11-12, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that residual fluid was inside the device¿s bladder which suggested a possible underinfusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.